Event description:
Related manufacturer reference number: 2017865-2022-20070, related manufacturer reference number: 2017865-2022-20071. It was reported that the patient presented in the clinic with pocket erosion at the pacemaker site. The pacemaker, right atrial lead and right ventricular lead were explanted due to erosion. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.